Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. After the expected infusion time it was observed approximately 10-15% of 100 mg flucloxacillin in sodium chloride solution remained in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: correct "100 mg" to "12g". H4: the lot was manufactured between january 24-25, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.